Event description:
Same case as MFR report#: 2134265-2009-05742 and 2134265-2009-05745. It was reported that during a diagnostic liver biopsy procedure, the biopsy gun stylet bent. The target area for the biopsy was a tumor on the liver. During a single procedure, three attempts were made with three easy core biopsy guns to obtain a tissue sample. Two attempts were made with the 18g x 15cm model, and one was made with the 15g x 15cm model. In each case when the device was fired at the tumor, the stylet bent. The procedure was closed without completing the biopsy and there were no pt complications. The pt's condition post procedure was reported to be "good". The pt had a diagnostic aspiration biopsy at a later date.

Manufacturer narrative:
(B)(6): (B)(4).